Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted higher. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the customer obtained a sample metering process error during the time of the event. The tsc also determined that the occurence was consistent with a sample integrity issue. The cause of the discordant hcg result is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.